Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. The customer¿s blood glucose (bg) level was impacted however a specific value was not provided. The customer declined to provide further information at the time of the initial report. During a follow up, the customer reported bg level of 109 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.